Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-54041. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with congestive heart failure and high blood glucose. Customer stated he could not breathe and 911 was called. Blood glucose value was 771 mg/dl. Customer was given medication through IV to get fluid out of lungs. Customer was wearing the insulin pump at the time. The customer was also hospitalized on (B)(6) 2015 with high blood glucose and a third time on (B)(6) 15 due to a farm accident. Customer declined troubleshooting.